Event description:
It was reported that the customer experienced difficulty loading multiple cartridges onto the pump. Customer's blood glucose level was 133 mg/dl. Reportedly, a new cartridge was able to be successfully loaded onto the pump.